Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula of the artificial blood vessel of the left upper limb. A 6.0 x40, 40cm gladiator elite balloon catheter was delivered through the guide wire to dilate the stenosis part of the vein side of the artificial blood vessel. During the procedure, the balloon was dilated once at 10 to 22 atmospheres for 30 to 60 seconds, and the balloon was dilated for the second time at 22 to 24 atmospheres. However, it was found that the pressure was reduced. The device was removed, and the tip of the balloon was found to be ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the device was removed without any problem.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula of the artificial blood vessel of the left upper limb. A 6.0 x40, 40cm gladiator elite balloon catheter was delivered through the guide wire to dilate the stenosis part of the vein side of the artificial blood vessel. During the procedure, the balloon was dilated once at 10 to 22 atmospheres for 30 to 60 seconds, and the balloon was dilated for the second time at 22 to 24 atmospheres. However, it was found that the pressure was reduced. The device was removed, and the tip of the balloon was found to be ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the device was removed without any problem.

Manufacturer narrative:
A1 - patient identifier: updated. Device evaluated by MFR: the gladiator device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per hub the rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula of the artificial blood vessel of the left upper limb. A 6.0 x40, 40cm gladiator elite balloon catheter was delivered through the guide wire to dilate the stenosis part of the vein side of the artificial blood vessel. During the procedure, the balloon was dilated once at 10 to 22 atmospheres for 30 to 60 seconds, and the balloon was dilated for the second time at 22 to 24 atmospheres. However, it was found that the pressure was reduced. The device was removed, and the tip of the balloon was found to be ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula of the artificial blood vessel of the left upper limb. A 6.0 x40, 40cm gladiator elite balloon catheter was delivered through the guide wire to dilate the stenosis part of the vein side of the artificial blood vessel. During the procedure, the balloon was dilated once at 10 to 22 atmospheres for 30 to 60 seconds, and the balloon was dilated for the second time at 22 to 24 atmospheres. However, it was found that the pressure was reduced. The device was removed, and the tip of the balloon was found to be ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the device was removed without any problem.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information device evaluated by MFR: the gladiator device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per hub the rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device. This concludes the product analysis.